Event description:
On january 16, 2026, q'apel medical became aware of an event involving a zebra catheter. During a radial mma embolization procedure, the user observed a kink in the catheter shaft. The procedure was completed using an alternate catheter with no reported patient injury. Evaluation of the returned device confirmed a localized catheter wall breach/fracture located approximately 9 cm distal to the strain relief, as evidenced by fluid leakage during flushing. Visual inspection confirmed a localized kink in the shaft at this same location, consistent with the reported complaint. Additional kinks were also observed approximately 5 cm proximal to the distal tip. Microscopic and visual inspection of the damaged region identified no abnormal coil spacing or pitch variation, and the distal tip showed no abnormalities. The observed damage pattern was consistent with localized mechanical deformation/stretching. No evidence of a design anomaly or manufacturing defect was observed within the scope of the returned product evaluation.